Manufacturer narrative:
4/8/1998-supplemental report #1 submitted to FDA. The reported condition has been confirmed and atributed to a dimensional descrepancy. Changes have been implemented in order to prevent this situation.

Event description:
The device was used during a laparoscopic inguinal hernia repair procedure. Reportedly, there were electric area at the end of the scissors where the electric cautery is adapted. No coagulation was done. No pt injury was reported.